Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, the physician was able to induce ventricular tachycardia (vt) with successful mapping. During the end of the ablation, a pericardial effusion was noted. The physician placed a drain, and the remainder of the procedure was aborted due to the patients decline. The decision was made to leave the impella cp in and send to the unit to be placed on multiple anti arrhythmic and continue impella cp support. The plan was to stabilize the patient and correct ventricular tachycardia, labs, and hypotension during ventricular tachycardia episodes. It was noted that during impella cp support, the patient's neurology status had improved. However, vasopressor requirements were still very high. The decision was made to place the patient on comfort measures only and withdraw care . The patient expired.